Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.0mmx40mmx135cm sterling¿ balloon catheter was advanced for pre-dilation. However, on initial inflation at 4 atmospheres for 3 seconds, leakage of contrast media was observed on angiography and the balloon ruptured. The device was completely removed and the procedure was completed with a 5.0x60mm sterling balloon. No patient complications were reported and the patient's status was stable.